Manufacturer narrative:
The reported events of ¿no sensing or capture on ra lead¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported the patient presented in the clinic. Upon interrogation it was observed the patient right atrial lead had no sensing or capture. The was explanted and replaced on (B)(6) 2021. The patient was in stable condition.